Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be sent, when device analysis is complete.

Event description:
The hcp reported that patient's pump was replaced and the catheter was revised at the proximal end, because the patient's dose had been increased over the past six months by 50% without a reduction in the patient's tone. X-rays appeared to indicate a catheter disconnect. Additional information has been requested, but was not available on the date of this report.